Event description:
Customer sent device in with report of rate accuracy was doubled during routine testing. There was no patient event related to this incident.

Manufacturer narrative:
Manufacturer's report date: 8/19/2010. (B)(4). This report was filed by the manufacturer. Service level investigation determined fluid ingress contamination; evidence of sticky fluid was found on the side of the top occluder finger and dried up and crusted residue was found on the camshaft ribs and gear teeth. The bezel assembly was replaced and the device was returned to the facility after passing all required service level testing.